Manufacturer narrative:
Additional information: based on the received information from the field, the implant housing extruded through the skin flap, likely in contribution to an immobilization of the device. A repositioning surgery to fixate the implant housing was successfully performed. The device remains implanted and in use. Despite requested, no further information has currently been received.

Event description:
The recipient attended to the hospital because the wound over the implant was getting open. The medical team reported that the implant was functioning, however, it seemed to be mobilized from its original placement. The recipient underwent a revision surgery to create a new periosteum pocket on (B)(6)2023. The audio processor was repaired but no fitting appointment was scheduled yet.

Event description:
The recipient attended to the hospital because the wound over the implant was getting open. The medical team reported that the implant was functioning, however, it seemed to be mobilized from its original placement. The recipient underwent a revision surgery to create a new periosteum pocket on (B)(6) 2023. Reportedly, device remains implanted but in not in use.

Manufacturer narrative:
Additional information: based on the received information from the field, the implant housing extruded through the skin flap, likely in contribution to an immobilization of the device. A repositioning surgery to fixate the implant housing was successfully performed. However, after revision surgery the recipient did not have auditory benefit from the implant system. It is assumed from the field that the electrode array is extra cochlea, likely pulled out during revision surgery, however not confirmed by imaging. Further steps are not considered for now and the device is not in use.

Manufacturer narrative:
Conclusion: based on the received information from the field, the implant housing extruded through the skin flap, likely in contribution to an immobilization of the device. A repositioning surgery to fixate the implant housing was successfully performed. However, after revision surgery the recipient did not have auditory benefit from the implant system. It is assumed from the field that the electrode array is extra cochlea, likely pulled out during revision surgery, however not confirmed by imaging. In addition, damage to the active electrode caused by device minute mobility causing fatigue wire fractures was found. This is a final report.

Event description:
The recipient attended to the hospital because the wound over the implant was getting open. The medical team reported that the implant was functioning, however, it seemed to be mobilized from its original placement. The recipient underwent a revision surgery to create a new periosteum pocket on (B)(6) 2023. The recipient has been explanted on (B)(6) 2024.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient attended to the hospital because the wound over the implant was getting open. The medical team reported that the implant is functioning, however, it seems to be mobilized from its original placement. The recipient underwent a revision surgery to create a new periosteum pocket on (B)(6) 2023. Further measurements are scheduled.